Manufacturer narrative:
The initial MDR 22517506-2017-00879 was filed on (B)(6) 2017. Add corrected data (B)(6) 2017) section was updated to reflect the initial reporter contact name and address.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc).the customer stated that quality control (qc) was in range prior to obtaining the "abnormal assay" flag but failed out of range after the "abnormal flags" error was obtained. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and replaced sample 1 mixer assembly. The cse verified proper system function and quality control (qc). The cause of the discordant, falsely depressed glu results is unknown. As per the dimension vista operator's guide, a result flagged with an "abnormal assay" cannot be reported. The cause of the flagged result being reported was failure to follow instructions. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely depressed glucose (glu) results were obtained on two patient samples on a dimension vista 500 instrument. One of the discordant result (sample ID: (B)(6)) flagged with "abnormal assay", was erroneously reported to the physician(s). The other discordant result (sample ID: (B)(6)), not flagged, was also reported to the physician(s). Both samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glu results.